Event description:
It was reported that the patient had an aneurysm in the intracranial segment of the ica (internal carotid artery). The physician planned to use the subject stent to assist with coil embolization. The physician advanced the subject stent along the microcatheter. During the process of delivering the subject stent through the microcatheter, the physician discovered that it had become deployed inside the microcatheter. Therefore, the entire system was withdrawn from the body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received in a deployed condition. The stent delivery wire (sdw) and the introducer sheath were returned. The stent was deformed at the distal end. The sdw was noted to be intact. The introducer sheath was noted to be intact. A functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'stent deployed prematurely during use' was confirmed during device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained. It was reported that ¿the physician advanced a 4.5x15mm atlas stent along the microcatheter. During the process of delivering the stent through the microcatheter, the physician discovered that the stent had become deployed inside the microcatheter. Therefore, the entire system was withdrawn from the body, the stent was removed from the microcatheter, and a new 4.5x15mm atlas stent was advanced along the same microcatheter, allowing the procedure to be completed successfully.¿ the stent was received in a deployed condition and was deformed at the distal end. The introducer sheath and stent delivery wire were intact. Based on the deformation noted to the stent and the lack of damage to the introducer sheath, one possibility is that the introducer sheath was initially correctly positioned but subsequently moved proximally prior to stent transfer out of the introducer sheath. It is likely that during transfer of the stent from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (created by proximal sheath movement). The user would experience increased resistance during further attempts to advance the stent in the microcatheter lumen. Furthermore, when attempting to retract the stent, the delivery wire slipped out of the stent, leaving the stent deployed inside the proximal section of the microcatheter. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. An assignable cause of procedural factors has been assigned to the as reported 'stent deployed prematurely during use' and as analyzed codes 'stent deployed prematurely during use' and 'stent deformed' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that the patient had an aneurysm in the intracranial segment of the ica (internal carotid artery). The physician planned to use the subject stent to assist with coil embolization. The physician advanced the subject stent along the microcatheter. During the process of delivering the subject stent through the microcatheter, the physician discovered that it had become deployed inside the microcatheter. Therefore, the entire system was withdrawn from the body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.